Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power alarm. The customer did not received a low battery alert prior to the off no power alert. The customer was calling back with some recurring issues. Customer's blood glucose level was 73 mg/dl. The insulin pump alarmed motor error and no delivery. The device was not returned.